Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument tip was damaged while cutting the myoma. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use, and no damage was found. The fragment was retrieved during the same procedure and confirmed with visual inspection. No post-operative tests or additional surgical procedure were performed. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any hard materials or other instruments. In addition, the fragment(s) did not fall inside the patient during an instrument tip collision. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no additional impact and had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was unknown if the instrument was removed during the procedure (prior to the breakage) and what caused the fragment falling issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, however it had not been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the system logs reveals no errors occurred in relation to the customer reported issue.